Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that the device was implanted for bowel control. Patient also had urinary incontinence prior to device where they would pee her pants when they sneezed, laughed or coughed and the device wasn't put in for urinary control but happened to have helped "perfectly" for urinary control. Patient stated that device was okay before and had worked to help with bowel control and stated after they had a bowel movement then they would still have to go to the bathroom to wipe herself and clean up a little but their the bowel symptoms were nothing like they were before they got the device. Patient stated now they had no bowel control and they didn't know if the device was working or not because they were having fecal leakage, a "bout" of diarrhea and said that the best way to describe that it was like it was a constant leaking, like a drippy faucet. Patient also mentioned that 5 minutes after they ate something then they had diarrhea. Patient had a colonoscopy done and ever since then they had this bowel leakage. Patient stated when the issue started then they called their doctor about the colonoscopy and they did not believe them when they said it caused the leakage and told them that the colonoscopy had nothing to do with it. Patient was not feeling stimulation and therapy was on. Patient and husband were walked through increasing stimulation from 1.6 to 2.0 v where patient felt stimulation comfortably in bike seat. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and it was reported that the cause of the fecal leakage, diarrhea, and return of symptoms was due to a severe flare of irritable bowel syndrome (ibs) and reaction to bowel preparation. Diet change, antibiotics, ibs medications, and stress control were noted as actions and interventions taken to resolve the issues. Patient reported that the fecal leakage, diarrhea, and return of symptoms had been resolved and the device was working great. Patient weight was said to be unchanged. No further complications were reported.

Event description:
Patient reported that the device was implanted for bowel control. Patient also had urinary incontinence prior to device where they would pee her pants when they sneezed, laughed or coughed and the device wasn't put in for urinary control but happened to have helped "perfectly" for urinary control. Patient stated that device was okay before and had worked to help with bowel control and stated after they had a bowel movement then they would still have to go to the bathroom to wipe herself and clean up a little but their the bowel symptoms were nothing like they were before they got the device. Patient stated now they had no bowel control and they didn't know if the device was working or not because they were having fecal leakage, a "bout" of diarrhea and said that the best way to describe that it was like it was a constant leaking, like a drippy faucet. Patient also mentioned that 5 minutes after they ate something then they had diarrhea. Patient had a colonoscopy done and ever since then they had this bowel leakage. Patient stated when the issue started then they called their doctor about the colonoscopy and they did not believe them when they said it caused the leakage and told them that the colonoscopy had nothing to do with it. Patient was not feeling stimulation and therapy was on. Patient and husband were walked through increasing stimulation from 1.6 to 2.0 v where patient felt stimulation comfortably in bike seat. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.